Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the received air gas module has reproduced the described customer issue with low inlet pressure. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6) , therefore the date of event was determined as (B)(6) 2020. Our investigation has concluded that the reported problem with low inlet pressure is due to a broken inlet supply pressure transducer. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the broken inlet supply pressure transducer has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an on/off switch error. There was no patient involvement. Manufacturer's ref #:(B)(4).